Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('remove tubes, coils, uterus and cervix at once') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine polyp ("polyps on uterus"). The patient was treated with surgery (scheduled to remove essure). At the time of the report, the medical device removal and uterine polyp outcome was unknown. The reporter considered medical device removal and uterine polyp to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and uterine polyp. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is marked for deletion under bayer data system. All the events have been transferred to the retention case no (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('remove tubes, coils, uterus and cervix at once') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine polyp ("polyps on uterus"). The patient was treated with surgery (scheduled to remove essure). At the time of the report, the medical device removal and uterine polyp outcome was unknown. The reporter considered medical device removal and uterine polyp to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and uterine polyp. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.